Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that last week on friday, the patient went to get the recharger off the charger but the charger was completely dead. Patient said they leave the charger on the dock plugged into power all the time, and when they took it off they noticed the dock light was off, they wiggled the cord and the light came on, they took the cord out and plugged in another cord, the dock light came on so they think the dock end of their original cord is damaged. Patient said after the dock had power and a green light, they put the charger back on the cradle but then, the lights on the charger started flashing and won't stop, when they took it off the dock the lights went out. Worked with patient to try and reset the charger on and off the dock by holding down the power button for 45 seconds, but this did not resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the device. Patient service specialist sent email to update patient address. Other information mentioned during the call: patient said they normally recharge once a week on fridays but not their implant battery is dead because they couldn't recharge it.

Manufacturer narrative:
Continuation of d10: product ID wr9220; serial# (B)(6); product type recharger; h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.